Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's grandfather reported via e-mail of a history anomaly. The customer's blood glucose level was unknown. The helpline attempted to contact the customer but to no avail. Nothing was replaced or returned.